Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to customer's blood glucose. Distributor performed a pump system check with the customer and no issues were identified with the touchscreen. Reportedly, customer resumed pump therapy.